Event description:
It was reported that the image on the bronchofibroscope appeared dark. Since the event occurred during reprocessing, there were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information (d8, d9) and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to shortcut of charged coupled device cable, the monitor shows a black screen with no image. Additionally, olympus found a malfunction of scope communication error (b30 error), that persists after connecting the charged coupled device line in single connection. A definitive root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, it is likely the following led to the malfunctions: reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.